Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the s-ICD was explanted due to continued inappropriate shocks. Bradycardia was also observed, thus an implantable cardioverter defibrillator (ICD) was implanted due to the patient's need for pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing from reduced r wave amplitude where the sensing profile changed to nearly flat and indistinguishable complexes. After the shocks the rhythm returns to normal. It was noted that there was an untreated episode from the same day and two months earlier where the same sensing profile occurs. The patient was asymptomatic. The sensing vector was reprogrammed. Eight months later the patient received another inappropriate shock when the patient's rate increased from 100 beats per minute to 140. When the rate increased the morphology became wider and double and triple-counted. Boston scientific technical services (ts) discussed programming options including a different sensing vector or reprogramming the ventricular tachycardia (vt) rate cut off. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.